Event description:
Boston scientific received information stating: lv electrode dislodgement. Reoperation has been scheduled for (B)(6) 2011 . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)